Manufacturer narrative:
Two days after the original reported issue, the patient was back at the emergency room after receiving three more shocks. The field representative was having difficulty finding the episodes. Boston scientific technical services (ts) stated that the episodes had most likely been pushed out due to the patient having so many episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received appropriate shocks and anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The device and right ventricular (rv) lead were interrogated and found that the rv lead displayed a significant increase in pace thresholds. The pace and shock impedances were within normal limits. The physician elected to decrease the rv pace output and continue to pace with the left ventricular (lv) lead. The physician also modified the shock therapy zones. Two days later the patient was brought in for an ablation but the device and leads were not involved in this procedure. After the ablation the device was interrogated again and found that the rv thresholds were high, but pace and shock impedances were still within normal limits. The physician feels there is micro dislodgement of the rv lead but since the patient has a good rhythm, elects to continue to decrease the rv pace output and only pace with the lv lead. No adverse patient effects were reported.